Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported of a motor error from the insulin pump. The customer stated that the motor error alarmed during priming bolus. The customer was advised to revert to a backup plan and contact their health care provider. The customer will be sent a replacement pump.